Event description:
It was reported that during a laparoscopic gastric band procedure, it was discovered during insertion that the balloon of the device was punctured. The device was removed from the body. Another like device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.